Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (2grams, route and frequency not reported) and fortum (1gram daily, route not reported) for fourteen days for the peritonitis event. Action taken with pd therapy was not reported. The recovery status of the patient was unknown. No additional information is available.